Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. The device was checked and pauses in pacing were noted. The lead measurements were stable. The device sensitivity was reprogrammed. No additional adverse patient effects were reported. The device remains in service.